Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor error. The customer states the pump alarmed compromised force sensor error and had multiple compromised force sensor error alarms in the history. The customer's blood glucose level was unknown, but normal according to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.